Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately two years seven month post filter deployment, the patient allegedly had a CT scan that showed that the ivc filter had tilted and possibly embedded. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2018).

Event description:
It was reported through the litigation process that approximately two years seven month post filter deployment, the patient allegedly had a CT scan that showed that the ivc filter had tilted and possibly embedded. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient post bleed. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post filter implant; however the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. The device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four months post filter deployment, CT revealed tip of the filter at the l1 vertebral body. Approximately two years later, CT revealed the hook was abutting the posterior left wall of the ivc and there was no strut projection outside the caval wall. There were device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for filter tilt and pe post implant as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2018).

Event description:
It was reported through the litigation process that approximately two years seven month post filter deployment, the patient allegedly had a CT scan that showed that the ivc filter had tilted and possibly embedded. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient due to post bleed. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced chest pain and pulmonary embolism post filter implant; however the current status of the patient is unknown.